Event description:
The surgeon implanted the micl13.2 implantable collamer lens in the patient's left eye on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to extreme elevated iop. The patient was prescribed medication and iridotomy was enlarged, but the pressure did not go down. The pressure was controlled but it kept spiking. The lens was not replaced.

Manufacturer narrative:
(B)(4) intraocular pressure rise, (iopr). Surgical procedure, secondary surgery. Explanted. Work order search. A lens work order search was performed and there were no similar complaint found. (B)(4).

Manufacturer narrative:
Medical review. The rise in iop was due to a very small and peripheral pi causing pupillary block. Although an iridectomy was performed, (B)(6) believes it was not large enough to allow trapped viscoelastic to flow onto the anterior chamber coupled with the iris being dilated. Dr. (B)(6) opted to remove the icl which resolved the patient's condition. The root cause of this event was a pi that was not patent. (B)(4).